Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blanks display. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Instructed customer that pump will be replaced. Instructed customer to revert to backup plan per healthcare professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Blank display was not confirmed after battery insertion or during testing. Sleep current measurement and selftest failed testing. Unit passed active current measurement. Successfully downloaded history files and traces using thump. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 13:38:00 after more than 7 days at 23.11 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 10:24:00 after more than 7 days at 22.97 days. The p-cap locks properly into the reservoir compartment. The pump was cut open and severe corrosion was noted on all electronic assemblies during visual inspection. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, cracked battery tube area, cracked battery tube threads, stained serial number label, and scratched case. Blank display was confirmed during analysis. Pump error 75 alarm and high sleep current measurement during testing due to severe corrosion on all electronic assemblies. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.